Event description:
A (B)(6) male was implanted with an spectra penile device on (B)(6) 2010. On (B)(6) 2010, the spectra device was removed and an ipp device was implanted due to infection.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. The reason for this revision does not appear to be device related.